Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced difficulty establishing communication with the charging system and the ipg. An sjm representative resolved the issue by using a replacement charging unit. However, follow-up identified the ipg was unable to hold charge and the communication issues persisted resulting in intermittent therapy. Subsequently, the ipg was explanted and replaced.